Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was not working. Customer's blood glucose was over 600 mg/dl. Customer reported during troubleshooting, insulin suddenly exited from the device after the high pressure test but not with the fill cannula or manual prime. Customer was advised that the infusion set might be occluded. Customer wanted the device replaced. Customer agreed to return the device for analysis.